Manufacturer narrative:
Date of event is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is being filed under separate medwatch report number.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, there was no suture present on the needles when removing step 3. A second prostyle was attempted and the same occurred. Another prostyle was used to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - off label use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, there was no suture present on the needles when removing step 3. A second prostyle was attempted and the same occurred. Another prostyle was used to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was received: it was reported this was an arteriotomy closure of the bilateral common femoral artery using the pre-close technique via a 4f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.